Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty inserting the charging cable which prevented the pump from charging. The customer's blood glucose (bg) level was 240 mg/dl. The customer indicated that a replacement usb cable would be used. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable resolved the issue; however, the customer did not respond.